Manufacturer narrative:
The device history record was reviewed and showed the product was manufactured according to specifications; however, sterilization of the product was not documented. A voluntary recall of impacted products was initiated on (B)(6) 2010 and is ongoing ((B)(4)). Information from this incident will be included in our product complaint and MDR trend reporting systems.

Event description:
Clinics or contact indicated that ultra gowns that were potentially non-sterile and the subject of a recall had been worn by clinicians during an undisclosed quantity of surgical procedures. No impact to patients was identified. This product incident is documented in (B)(4) and identified as (B)(4).